Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient had an initial right hip replacement with competitor devices. The patient had a revision surgery four years later in which the competitor devices were replaced with zimmer devices. Five and half years later, the patient was revised again for unknown reasons. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803604 femoral head sterile 12/14 taper 62062912, 00875101236 neutral liner 36 mm 62026812, 00875705601 shell with cluster holes porous 56 mm 62057835.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head, lot# unknown; item# unknown, unknown liner, lot# unknown; item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02498, head; 0001822565 - 2019 - 02502, liner; 0001822565 - 2019 - 02507, cup.

Event description:
It was reported that the patient had revision surgery due to unknown reason. Patient underwent initial hip arthroplasty on an unknown date. Attempts were made to obtain additional information; however, none was available.